Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part number: 03.503.264. Synthes lot number: u251160. Supplier lot number: n/a. Release to warehouse date: 23mar2017. Expiration date: n/a. Supplier: orchid unique. No ncrs were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: it was reported that the patient underwent an unknown procedure on (B)(6) 2019. During surgery, two (2) drill bits broke when the surgeon attempted to open the pilot hole during the closing of the cranium. There were no broken parts in the patient's body. There was no surgical delay reported. The surgery was completed with no adverse consequence to the patient. Concomitant devices: unknown plate (part# unknown, lot# unknown, quantity# unknown). Protect sleeve (part# 03.311.006, lot# unknown, quantity# 1). This complaint involves two (2) devices. Investigation flow: broken. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The oblique break occurred at the distal tip. The sheared off tip fragment was not returned. Document / specification review: the returned device was manufactured in 2017. Tabulated product drawing 03_503_264 revision b for the family of ø1.1mm drill with stop and hex coupling for matrix system was reviewed during this investigation. The is a reusable instrument in the depuy synthes matrix neuro instrument set. The drill bit is used to predrill holes prior to screw insertion. No product design issues or discrepancies were observed. Material analysis: the 03_503_264 revision b design drawing specified for the device to be manufactured from 440a stainless steel and heat. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The 440a material was confirmed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Investigation conclusion: a root cause for the drill bit breaking could not be definitively determined based on the provided information. The oblique fracture pattern suggests that an off-axis force during drilling is a likely contributor. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The initial reporters state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Non-sterile part 03.503.264, lot u251160.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent an unknown procedure on (B)(6), 2019. During surgery, two (2) drill bits broke when the surgeon attempted to open the pilot hole during the closing of the cranium. There were no broken parts in the patient's body. There was no surgical delay reported. The surgery was completed with no adverse consequence to the patient. Concomitant devices: plate (part/lot unknown, quantity 1); protect sleeve (part 03.311.006, lot unknown, quantity 1).this report is for a drill bit. This is report 2 of 2 for (B)(4).